Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The probable cause of the guide wire being retained in the patient was reported as the result of use error. An in-service has been requested for this facility.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient. The blue dust caps were not removed and the catheter was placed over the wire. The wire was not removed during the insertion and was retained in the patient. The sales rep attempted to obtain additional information from the customer. The customer stated "this was user error" and they will not provide the additional information requested.